Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: adsr01 implantable pulse generator (ipg), (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had premature battery depletion due to low impedance and high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.